Event description:
A customer reported that the insulin pump sometimes failed to detect the insulin cartridge. There was no reported impact to the customer's blood glucose level. The customer declined follow-up and, consequently, no further information regarding the outcome of the event was obtained.